Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient stopped charging his ipg, and the ipg in turn became inoperable. The patient underwent ipg replacement, and effective therapy was restored post-op.